Event description:
It was reported that the patient passed out and fell. The patient was admitted into the hospital. The pulse generator exhibited intermittent loss of pacing output. The right ventricular lead exhibited a capture and lead impedance anomaly. The device and right ventricular lead were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis found the device in backup operation most likely due to hardware code corruption, the cause of the code corruption could not be confirmed. After replacing the battery, the pacer exhibited normal device characteristics.